Event description:
During a procedure, in an attempt to treat an "IV a," the physician saw on screen a particular aspect representing a guide wire separation. An attempt to introduce a second guide wire was unsuccessful. The procedure was completed by successful deployment of a stent. The stent delivery system (sds) removal led to the total removal of all devices, including the separated guide wire. Reportedly, there was no patient injury.